Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush broke off and shot down throat, almost choked [choking sensation]. Brush broke off and shot down throat [foreign body]. Brush broke off [device breakage]. Case description: a female consumer of unspecified age reported via phone on (B)(6) 2016 that while using an oral-b rechargeable toothbrush, version unknown on an unspecified date, the oral-b flexisoft brushhead broke off and shot down her throat. She stated she almost choked. She had previously used this exact product version without reported incident. The case outcome was recovered.

Manufacturer narrative:
On 03-aug-2016 product investigation results: reporter returned one toothbrush head on 27-jul-2016. Toothbrush head confirmed to be counterfeit.

Event description:
Brush broke off and shot down throat, almost choked [choking sensation]; brush broke off and shot down throat [foreign body]; brush broke off [device breakage]; product counterfeit [product counterfeit]. Case description: a female consumer of unspecified age reported via phone on 17-jun-2016 that while using an oral-b rechargeable toothbrush, version unknown on an unspecified date, the oral-b flexisoft brushhead broke off and shot down her throat. She stated she almost choked. She had previously used this exact product version without reported incident. The case outcome was recovered.